Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer's insulin pump did not alarm when they were experiencing a low blood glucose event. The customer stated their blood glucose was 66 mg/dl and their insulin pump did not alert them of the low. Troubleshooting found the customer's settings were programmed accurately. The customer was also advised they were not alerted of their low as their sensor glucose values were not being calculated. It was also found the customer's blood glucose rose to 429 mg/dl during the phone call. Customer stated they had treated their blood glucose with a bolus delivery. Customer declined to troubleshoot for their blood glucose. No additional information provided.